Event description:
It was reported that the patient had received inappropriate therapy due to a t-wave, r-wave oversensing anomaly. The lead was explanted.

Event description:
Based on the analysis of the device, it is believed that the loose setscrew caused the oversensing anomaly observed in the field.

Manufacturer narrative:
Na